Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; partial lead in segments was returned for analysis. The defib conductor was fractured and distorted. Blood/body fluid was observed on several conducts (not obstructed). The outer tubing overlay was melted, breached/cut and had cosmetic environmental stress cracks. The outer insulation was torn, breached/cut and had cosmetic depressions. A white substance was observed on the exposed defib coil. The helix was distorted/bent and blood was observed. The lead was stretched and flexed. The lead appears to have been implanted with a bend in it at the fracture site. The anchoring sleeve fixation site could not be determined.

Event description:
The lead was returned to the manufacture after being explanted with no information given. The lead subsequently tested out of specification. Follow up revealed that the lead was fractured and the patient received several inappropriate shocks that hurt. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.